Manufacturer narrative:
There was strong resistance during advancement of the presidio 10 cerecyte microcoil 5 mm x 17 cm (B)(4) in the sl-10 microcatheter (details unknown). So it was safely removed. No further information provided. It was noted during analysis that the coil was returned with minor damage. The coil was returned with minor compression damage limited to one section. The coil was advanced through an in-house sl-10 microcatheter with no resistance encountered. The evidence suggests that interference inside the sl-10 microcatheter contributed to the resistance felt during coil advancement. The source of this interference inside the microcatheter cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event ¿coil damaged¿ was confirmed and the event ¿dcs resistance/friction-during advancement¿ could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
There was strong resistance during advancement of the presidio 10 cerecyte microcoil 5 mm x 17 cm (B)(4) in the sl-10 microcatheter (details unknown). So it was safely removed. No further information provided. It was noted during analysis that the coil was returned with minor damage.